Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a cuvette flood on unit 1 & 3 of the analyser. The fse also found a broken cuvette and a screw in the cuvette ring. On unit 1, the fse washed and polished all cuvettes and replaced scratched cuvettes. The fse also replaced screw on wash nozzle and tightened. On unit 3, the fse removed, washed and polished all cuvettes. The fse also replaced the scratched cuvettes. The fse verified the repairs by running quality control and calibration with results meeting specifications. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic cre (creatinine) and mg (magnesium) patient results on their au5800 clinical chemistry analyzer. There was no report of change to patient management to beckman coulter as a result of these erroneous results. There were reports of qc issues. There were no report of calibration issues.